Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (thin leaflets). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. The patient had a mr jet from the central-medial to central-lateral position. One mitraclip xtw was placed in the central-lateral position. The mr grade went down to 1-2. Upon deployment, it was noted that the mr grade increased to 3. A leaflet assessment confirmed a single leaflet device attachment (slda). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second mitraclip ntw was implanted medial to the first clip to stabilize and further reduce mr. The final mr grade was 2. Per the physician the slda was due to the patient's thin leaflets.